Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that insulin pump did not rattle when they shake it. Blood glucose was unknown. A line going across the screen that was white. Troubleshooting was performed. Self test was failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with partial white display due to cracked and bleeding lcd glass. Unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest due to missing segments/partial display. Unable to verify audio or beep anomalies due to lcd physical damage.